Event description:
It was reported that jumpy pace impedance measurements were observed on this non-boston scientific right ventricular (rv) lead and implantable pacemaker. Technical services (ts) discussed likely due to spring contact issue, and the device was reprogrammed for optimization. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).